Event description:
Information received indicated the head section would not lower when the CPR function was activated.

Manufacturer narrative:
The hill-rom technician replaced the CPR/trend valve to resolve the issue.